Event description:
It was reported that after sd va screws were placed into the cervical plate and final tightening locking down, the surgeon noticed a piece of metal, like a shaved off part (semi-circle fine wire looking piece). The surgeon removed it from the patient successfully and no patient complications were reported. Type of procedure being performed was acdf c5-7.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.